Event description:
Patient presented to the physician, post-implant procedure, with swelling at the chest incision site. Physician examined the area and suspected a hematoma. Physician drained the hematoma, applied a pressure dressing to the site, and prescribed antibiotics.